Manufacturer narrative:
Additional information received from the local field representative confirmed that the device was not able to be interrogated. The patient remained in the hospital and it was unlikely that the patient was going to recover. The cause of the cardiac arrest was not provided to the field representative. It was reported that the patient hadn't been feeling well and was lost to follow-up at a different hospital. The last device interrogation was in 2011. The patient was not followed on remote monitoring. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced cardiac arrest and was non-responsive. The device was unable to be interrogated. This device was included in the lv capacitor 2014 cognis advisory population.

Manufacturer narrative:
Analysis of the returned product is currently ongoing. This report will be updated upon completion of the analysis.

Event description:
Additional information received from the local field representative indicated that the patient recovered and the device was explanted. A new device was successfully implanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was verified to have no output and no telemetry upon return. The device case was opened to facilitate testing of the internal components. The battery voltage was noted to be 0.331 volts. The battery was replaced with an external power source and testing verified no high current drain or any device anomalies were present. The lack of output and inability to telemeter the device were confirmed to be a result of the low battery voltage level.